Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the bottom (administration port). The leak was identified during nutrition preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the correct lot # is 60311500, previously submitted as 60293195. H4: the lot was manufactured from august 02, 2021 - august 03, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear/hole at the lower left side near add port in front of the bag. Functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.